Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
A reduction procedure has been indicated due to dislocation.

Manufacturer narrative:
This follow up report is being filed to relay corrected and additional information. Concomitant medical products - freedom constrained head, pn 11-107017 ln 073270, unknown stem, pn and ln unknown. Unknown cup, pn and ln unknown. Complaint is confirmed through review of radiographs. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. There are warnings in the package insert that this type of event can occur and associated risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filled to relay a additional information, which was unknown at the time of the initial medwatch.